Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used within the cecum during a colonoscopy procedure with polypectomy on (B)(6), 2011. According to the complainant, post-polypectomy, a resolution clip was advanced through the scope to the target site in the cecum. The clip locked onto the patient's tissue; however, difficulties were encountered during the deployment process. At this point, the handle on the device broke and left the "gold spring exposed." The clip subsequently fired and released from the delivery system and remained attached to the tissue to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used within the cecum during a colonoscopy procedure with polypectomy on (B)(6) 2011. According to the complainant, post-polypectomy, a resolution clip was advanced through the scope to the target site in the cecum. The clip locked onto the patient's tissue; however, difficulties were encountered during the deployment process. At this point, the handle on the device broke and left the "gold spring exposed." The clip subsequently fired and released from the delivery system and remained attached to the tissue to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed and not returned. Additionally, the over sheath and sheath grip were not returned with the device. A kink was noted in the control wire and the handle appeared to have been partially disassembled. The slider cover was folded back exposing the cross pin which was partially removed, but still connected to the control wire. The reported event of 'clip difficult to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, based on the condition of the returned device, this failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for this lot number for the reported event.